Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. A correction bolus was delivered to address bg level. Customer changed cartridge and infusion set to address the issue.